Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer was unable to resumed insulin therapy and a replacement pump was sent to the customer to resolve the issue.